Event description:
A customer reported their epiq 7 ultrasound system shut down during a biopsy. The system was exchanged to complete the procedure. There was no user or patient harm as a result of the issue. The power supply was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A qualified philips engineer determined the reported problem was caused by the power supply and assisted the on-site biomedical engineer with replacement of the power supply. After replacing the power supply, the system is functioning properly. The power supply was disposed of by the customer. No similar issues have been reported by the customer post repair.